Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, race:unk. Work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -15.5/3.0/088 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was removed due to toxic anterior segment syndrome (tass), pupil block with elevated iop, angle closure with elevated iop, corneal decompensation, and dilated pupil, unresponsive to miotic. Cause of the event is unknown. Reportedly, "at the end of the surgery, the pupil did not contract and as the days go by it remains the same, generating a corneal decompensation and incofort of the patient." Status of the eye is reported as, "uncontracted pupil. Cornea with severe edema. Tass."